Manufacturer narrative:
(B)(4). Added additional information: the device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was disassembled to inspect the internal components and no anomalies were found. It could not be determined what may have caused the reported incident of: ¿the surgeon reported that he was using the max button and then immediately switched to the advanced hemostasis button on a vessel. He said there was not excessive tension on the vessel. When the transaction was complete, the vessel bled from both sides.¿. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: what technique was used with respect to the advanced hemostasis and the min/max button. The doctor started on the max button for one to two seconds, realized the mistake and then switched to advanced hemostasis button. The jaws were never opened during the cycle. Percentage of time the advanced hemostasis button or the min/max button were used? Throughout the case, max/min used 90% and advanced hemostasis about 10%. What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) Na. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? Unk. Where was the advanced hemostasis used? On vessels. Where was the min/max button used? Less vascular tissue. How long has the surgeon been using the harmonic +7 device? Using it for a month. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes he was inserviced prior to cases. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? No. Was the power level of the generator changed to achieve better coagulation when the mild bleeding occurred? No. Was the bleeding from a named vessel? No.

Event description:
It was reported that during a laparoscopic paraesophageal procedure, the surgeon reported that he was using the max button and then immediately switched to the advanced hemostasis button on a vessel. He said there was not excessive tension on the vessel. When the transaction was complete, the vessel bled from both sides. The doctor reported that he was planning on converting to an open case due to thickening of the crural tissue. The bleeding confirmed he should open. He estimated that this bleeding was about 300cc. Ultimately, the patient lost 500cc of blood and received one unit of blood. The patient received one unit of blood as they completed the case. The patient was converted to open and traditional suture ligature was used. Please note, the surgeon relayed he was planning on opening before the bleeding occurred.